Event description:
Information received from the (B)(4) study indicated that a patient experienced side branch occlusion after having a coronary artery stent implanted, cardiac enzymes were noted to be elevated post-procedure and the patient had chest pain at the six month follow up. The patient's medical history is significant for angina, previous pci, family history of cad, hyperlipidemia, hypertension, allergy, and an aneurysm. The indication for the procedure was stable angina. The target lesion was the proximal left anterior descending artery (lad). The lesion was described as heavily calcified, de novo and 75% stenosed. The lesion was direct stented with a 3.0mm x 18mm cypher stent at 12 atms. The stent was post-dilated per standard procedure and the reported residual stenosis was 0%. Post-procedure the troponin I was .24 with the unl.09. Approximately one month later, the patient was experiencing chest pain, angiography was performed and revealed an ostial lesion in the first diagonal branch that was treated with an ptca. According to the site coordinator, it is believed that the placement of the study stent could have lead to the formation of the ostial lesion, the cypher was noted to be widely patent at the time of the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion is a known potential adverse event associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event.